Event description:
It was reported that the lead was replaced due to impedance increase from 700 to >2000 ohms and threshold rise. No patient complications have been reported since the device was removed from service.